Event description:
It was reported that the subject guidewire was used for 4¿5 passes in a mechanical thrombectomy case that started with a right m1 occlusion and the thrombus migrated distally into m2. It seems like the distal section of the subject guidewire was fracture/separated as it was retrieved with a snare device. No other information was provided.